Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly and low battery on the insulin pump. Customer's blood glucose level was 600 mg/dl. Troubleshooting for low battery was performed. Customer advised the battery did not last more than a week. Customer advised the middle of the display screen was blacked out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The passed passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and self tests. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. No display anomaly noted during testing. The pump was received with intermittent button response during testing due to a flattened dome switch on the up arrow button, down arrow button, and esc button. The lcd connector was inspected and no anomaly was noted. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.